Event description:
It was reported that the right ventricular lead experienced an elevated sensing integrity count, indicating the possibility of oversensing. The sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.